Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving an unknown d rug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain. It was reported that a critical alarm occurred and was an empty pump alarm. The actual volume was 7 milliliters (ml). The patient was experiencing no symptoms. No troubleshooting was performed. And the patient had a refill on (B)(6) 2017. The root cause for the empty pump alarm was not determined. The patient was evaluated on (B)(6) 2017 and after interrogating the logs it showed "low reservoir alarm" occurred on (B)(6) 2017 and the critical alarm occurred on (B)(6) 2017. When the pump was accessed on (B)(6) 2017 , the reservoir had 7 ml of drug. The physician aspirated the pump on (B)(6) 2017 to check amount and the pump read there should be 19 ml but 18 ml was aspirated. The doctor was going to watch the patient and if there is a discrepancy on the next refill they will order a catheter dye study. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.